Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous left circumflex that is 100% stenosed. The 2.5x38mm xience skypoint stent delivery system failed to cross due to anatomy. While inserting and removing the guide catheter the stent got caught a the entrance of the guide and the stent became flared. Another 2.5x38mm xience skypoint was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the stent delivery system (sds) encountered resistance during advancement and removal through the guide catheter. In this case, the physician stated the resistance was likely caused by the catheter not being properly engaged at the entrance of the lesion. Additionally, it was reported that interaction between the devise resulted in the stent becoming flared (material deformation). There is no indication of a product quality issue with respect to manufacture, design, or labeling. E1: city updated from ¿¿¿ to (B)(6).